Manufacturer narrative:
The device involved in the event has not been returned for evaluataion.(B)(4).

Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. The patient¿s anatomy was normal in tortuosity. During the procedure and on the second injection of the second bottle of onyx, the catheter got loosened shortly and separated approximately 4cm behind the hub. Onyx was seen to be leaking onto the operating table. All the pieces were removed from the patient and no onyx was seen in any unintended vessel. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00664.

Manufacturer narrative:
The echelon catheter was returned for evaluation and it was fond separated into two segments at the strain relief. The separation was due to over-pressurization exceeding the limits of the catheter. The instruction for use included warnings: excessive pressure may cause catheter rupture, and use only dmso compatible micro catheters. Other micro catheters may not be compatible with dmso and their use can result in thromboembolic events due to catheter degradation. All products are 100% inspected for damage and irregularities during manufacture. The lot history record of the reported lot number showed no discrepancies that might have contributed to the reported event. (B)(4).